Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that during the procedure the hook on the implant holder broke off, on the back table, after implanting the first implant of a two level roi-c case. An alternate inserter was used to complete the case without reported patient harm.

Manufacturer narrative:
The complaint is confirmed for one of the returned roi-c implant holder for the failure of fractured tip of the holder. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. A review of the manufacturing records did not identify any issues which would have contributed to this event. No corrective or preventive actions are recommended at this time.

Event description:
It was reported that during the procedure the hook on the implant holder broke off, on the back table, after implanting the first implant of a two level roi-c case. An alternate inserter was used to complete the case without reported patient harm.